Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - address 1 complete entry =(B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results generated on the architect c16000 processing module for patient samples. The following results were provided: initial result = 8.16 mmol/l, repeat result = 3.90 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date and section d10 - concomitant product the ict module in use with the architect c16000 processing module, serial number (B)(6) was assessed due to false elevated potassium results, and it was determined that the ict module was installed incorrectly. Reinstalling the ict module resolved the issue as no additional elevated ict result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c16000 processing module and ict module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances related to the current complaint. Review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the architect c16000 system, likely cause part, or discrepant results as described in this complaint. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module, serial number (B)(6), or the ict module was identified.

Event description:
The customer observed falsely elevated potassium results generated on the architect c16000 processing module for patient samples. The following results were provided: initial result = 8.16 mmol/l, repeat result = 3.90 mmol/l. No impact to patient management was reported.